Event description:
The advocate stated, the customer received a blood glucose reading of 300 mg/dl from his contour meter and a reading of 140 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. No product will be returned. A replacement meter was sent to the customer.